Manufacturer narrative:
(B)(4). Evaluation information: the pump was serviced on-site. A visual inspection, alarm log review, battery testing and power on self-test were performed. During the visual inspection it was identified that the roller latch was broken. The roller latch was replaced to fix the found condition. The pump passed all testing and was returned to the customer in working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a damaged latch roller. This malfunction was identified during service; therefore there was no patient involvement. Additional information is not available.